Event description:
It was reported patient presented in clinic for follow-up. Upon interrogation, it was found the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. Patient was stable.